Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a right elbow arthroplasty on an unknown date with competitor product. Subsequently, patient was revised with zimmer biomet components on (B)(6) 2015 due to unknown reasons. A further revision procedure has been indicated due to infection; however, no revision procedure has been reported to date.